Event description:
It was reported that the patient received inappropriate hv therapy due to cautery used during lvad surgery. The hv therapy was then disabled. During the post-op check, an alert for possible hv circuit damage was observed. A manual capacitor maintenance was perform which yielded normal results. A firmware download was performed to clear the alert. At a subsequent follow-up the device could not be interrogated. The device was later explanted and replaced due to eri.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported inappropriate therapy delivery was confirmed in the laboratory via review of the stored electograms and was due to noise during lvad surgery. The reported sosd alert was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and the alert was found to be erroneous. The cause could not be determined. The reported inability to communicate was confirmed in the laboratory and was due to premature battery depletion. The device was tested on the bench and no anomaly was found. The battery was returned to the manufacturer for further analysis and no anomaly was found. The cause of the premature battery depletion could not be determined.